Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses, was used during a an endoscopic retrograde biliary drainage (erbd), procedure performed on (B)(6), 2010. According to the complainant, the stent failed to deploy during the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; stent damage.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted. During analysis when an attempt was made to retract the outer sheath, a restriction was met. The shaft was dissected proximal to the mounted stent. The distal end of the inner lumen and stent were then withdrawn. It was noted that the distal stent wires were damaged. No issues were noted with the inner lumen that would have contributed to the complaint reported. A labeling review identified that the device was used per the directions for use (dfu). Manufacturing documentation revealed no anomalies or deviations during the manufacture of this batch. There have been no other similar complaints reported for this particular batch. As a result of this investigation, this complaint will be assigned the most probable root cause of operational context. (B)(4)